Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device has returned to the manufacturer per the field safety notice for evaluation. There was no report of serious patient harm or injury. The device was returned to the manufacturer¿s third-party service center for further investigation. Upon visual inspection, bottom enclosure damage was noted to the device. The device was internally inspected. Foam particles were visualized with in the blower kit. The device¿s downloaded logs were reviewed by the manufacturer. There were no error codes present. The manufacturer confirms the presence of foam particles within the device.